Event description:
The hospital reported that during the preparation for a saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.